Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. There was moderate calcification and no tortuosity in the iliac arteries. It was reported that deployment of the bifurcated stent graft was completed with some difficulty and attempts to insert/deliver the contralateral limb were unsuccessful. The pt was converted to open repair and upon entering the abdomen a fibrotic ring of tissue surrounding the aneurysm sac was noted to have been blocking the entrance to the contralateral gate. This was not appreciated on CT or under fluoroscopy. No add'l sequelae were reported and the pt is fine. The device was discarded after the procedure and will not be returned to medtronic.